Manufacturer narrative:
Vyaire medical file identification: (B)(4). G4 PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. D4: unique identifier (UDI) # was not provided by end user. D4: unique identifier (UDI) # - unable to determine entire UDI# as manufacturing date was not obtained. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during logfile analysis for the ventilator, tf316 was found to be present. No patient involvement.